Event description:
During evaluation of a returned (B)(6) pump, the device had no audio volume. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device had no audio volume. The cause was identified to be a failing rear case, which will be replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.